Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows high thresholds. Patient was brought in to attempt placing a lbb lead, but due to subclavian stenosis, case was aborted. Considering patient age and poor status, physician decided to change out the device only. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.